Event description:
The hosp reported that during the coronary aftery bypass procedure,the heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hosp.